Event description:
Patient presented to physician with shortness of breath. CT images showed that the end of the sense lead had migrated to the chest cavity. The physician removed and replaced the sense lead on (B)(6) 2021, resolving the issue.